Manufacturer narrative:
The device history record review was completed on the reported lot v7d309. The lot was found to have been manufactured and released to predetermined specifications.  No anomalies were found during review of the records. 1000 infant heel warmer samples were received by the site on (B)(6) 2017 out of which 500 samples were in their original packaging labelled with lot # v7d309. The remaining 500 were in an open plastic bag. The quality engineer visually inspected all the samples and 2 had incomplete top seal which most likely caused the incident to occur. The most likely cause for this incomplete seal to occur would be seal bar malfunction. The plant¿s quality system mandates suitable in-process controls to measure seal integrity of representative samples. Currently, samples are being tested for each lot produced of this product at random intervals to best gauge the seal integrity and functional leak testing. All samples pulled from this lot met the predetermined criteria before it was released. It should be noted that the hot packs do not have any type of chemical or gaseous component that would cause the pack to burst and the chemicals used in the product are food grade and non-toxic. Given the nature of this complaint, the plant has started a more detailed investigation (corrective and preventive action 084). CAPA (B)(4) has been opened to address this issue. As a containment action, plant has 100% inspection at the line to check for any seal issues that might cause burst/leakage prior to packaging of the product.

Event description:
Based on information received from the customer the nurse was activating the infant heel warmer and it burst splashing into the nurses eye and mouth. She performed an eye wash to irrigate her left eye and rinsed her mouth. She was examined and it was recommended she get lubricants from the employee pharmacy for her eye.